Event description:
It was reported that after interrogation of the device, there were unstable impedances with the lead. The lead was removed and replaced. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): partial lead was returned in segments (proximal segment length: 15 centimeters and distal segment length: 48.2 centimeters). Primary analysis finding: several fractured conductors at medial section at 28 and 30 centimeters. Electrical testing to determine continuity of the conductor(s) failed. Blood was present in helix mechanism. Visual analysis revealed distorted defib conductor, outer insulation bi-lumen tubing voids at medial section at 29 and 31.5 centimeters, outer insulation breached depression, and distorted helix. The svc cable and the distal coil were fractured within 5 centimeters of the anchoring sleeve.